Event description:
It was reported that a dell x5 handheld computer was having some trouble. Reported it causes delays. It is slow, it will freeze at times. It ended up working each time but it froze again and it is kind of temperamental. The handheld was checked with a test generator and the interrogation went through successfully, but the handheld froze at the interrogation successful screen. A hard reset went through and then an interrogation was performed again. The interrogation was successful and the handheld did not freeze. They interrogated twice more with the test generator and both times, the handheld performed as intended. At this time the handheld is not being returned for analysis.